Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04679. It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, the right atrial lead exhibited noise. The patient was asymptomatic. The lead was explanted and replaced. The patient's implantable cardioverter defibrillator (ICD) was under battery advisory so the physician elected to prophylactically explant and replace the ICD as well. The patient was stable throughout the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received indicated that the atrial lead exhibited poor sensing.

Manufacturer narrative:
External insulation abrasion was noted at 12.0-12.2 cm from the connector pin consistent with lead friction to the ICD can. This is consistent with the observation from the field of lead noise.